Manufacturer narrative:
Results of investigation: the device/component was returned to carefusion¿s failure analysis laboratory. After installation the event log was checked and there was a transducer fault logged. The technician performed an exhalation flow transducer calibration and the unit failed at zero pressure. The root cause was determined to be a failed pressure transducer.

Manufacturer narrative:
In the event that additional information is received a follow-up report will be submitted at that time. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that ventilator would generate transducer fault alarms when it had been powered on for a while. The vent was on a patient when the reported incident occurred, but there was no patient harm reported.